Event description:
It was reported that a hair was identified in the drip chamber of a mediset mx set during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. In addition, a photograph of the original sample was provided for evaluation. Photographic inspection revealed a hair in the drip chamber of the device. The cause of the condition was narrowed down to a supplier issue. Notification has been sent to the supplier. Should additional relevant information become available, a supplemental report will be submitted.